Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx left atrial appendage closure device was implanted. At the 45-day transesophageal echocardiogram (tee) a suspected device related thrombus was noticed. Hematology was consulted and lovenox was recommended with 6-week imaging reassessment planning.